Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection was performed and hair was found under the silicone bushing. The reported condition was confirmed and the root cause was determined to be a manufacturing issue. This issue was reviewed with the appropriate quality management and manufacturing personnel. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that there was one hair in the packaging of a minicap transfer set. There was no patient involvement. There was no patient injury or medical intervention reported along with this complaint.